Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product(s): 6943-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) in the past while working with a chainsaw. The ICD remains in use. No further patient complications have been reported as a result of this event.